Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Information reported on user facility report: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Lot number is unknown.

Event description:
This report is against user facility medwatch number mw5107088, a copy is attached. The only information contained in this report is correction or additional information. This report is for one (1) reduction forceps with serrated jaw-ratchet 144mm. This is report 1 of 1 for complaint (B)(4).